Manufacturer narrative:
As reported in a research article, short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the lot number was not provided. Literature attachment: article title "short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients.

Event description:
The article, "short- and long-term outcomes of transcatheter ventricular septal defect closure using different devices: a single center experience in pediatric and adult patients", was reviewed. The article presented a case study of a 7 year old male patient. It was reported that on an unknown date, a 12mm amplatzer muscular vsd occluder was chosen for ventricular septal defect implant procedure. After implant, it was reported the device had embolized and a decision was made to retrieve the device via surgical intervention. The article concluded that the ideal device for percutaneous closure of vsd does not exist. Probably development of new more flexible devices (like adoiias) may be potentially useful. [The primary and corresponding author was jacek bialkowski, department of pediatric cardiology and congenital heart defects, silesian center for heart diseases, curie-sklodowskiej 9, 41¿800 zabrze, poland, with corresponding email: jabi_med@poczta.onet.pl].